Event description:
Additional information received indicated that the patient underwent surgical intervention occurred where the lead was explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. In turn, reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the lead was placed on higher level to address the issue. Therapy was restored postoperatively.